Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 391mg/dl, 317mg/dl, 199mg/dl, 179mg/dl, 203mg/dl, 524mg/dl, 324mg/dl, 230mg/dl. Tests were done within 10mins with a difference of 41%. Pt did not experience any adverse events. No further info has been reported.